Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with record episodes of right ventricular lead noise resulting in over-sensing and pacing inhibition. Low pacing impedance was also noted. Noise was inducible with arm movements. Programming interventions were made. The patient was not pacing dependent and was asymptomatic.